Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was capped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) patient experienced phrenic nerve stimulation and diaphragmatic stimulation from the right ventricular (rv) lead. The rv lead was inactivated, capped and replaced. No further patient complications have been reported as a result of this event.